Manufacturer narrative:
(B)(4). Exact date of this occurrence is unknown, but was with the week of april 19, the date of the other occurrence in related to (B)(4). The sample was not available, but the lot number was known, therefore a batch review can be performed. A follow-up report will be filed upon completion of the investigation or if additional relevant information becomes available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number s12l15034 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
It was reported to baxter (B)(4) that there was a defective cassette. She reported that the connection between the patient line and the patient line connector leaks. When she primes, no problem is detected, but as she drains, it leaks through the connection site. The patient disconnected and changed the equipment (set). There was patient involvement. There was no patient injury or medical intervention reported.